Event description:
It was reported that the device was used during a low anterior resection and when fired, no staple were present. A second device was used and the staples did not form. Another same like device was used to complete the case. The pt is doing well at this time.